Event description:
It is reported that a customer has issues regarding their sensor displaying wrong readings of sensor and blood glucose. The patient's blood glucose was at 40 mg/dl. The customer was assisted with trouble shooting and was advised to turn off the sensor and to turn it back on after an hour to see if that would solve the issue. The customer was also educated on the correct site and insertion methods of the sensor. The customer was sent new sensors. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.